Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, charging cable and wall adapter. There was no reported adverse impact to the customer's blood glucose level. A new charging pad, charging cable and wall adapter were sent to the customer. Reportedly, the customer was able to charge the pump with the new supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.